Manufacturer narrative:
Common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00231.

Event description:
It was reported that a revision surgery was performed to address an roi-c plate that migrated out of its mating cage post-operatively. The superior plate was removed but the cage and inferior plate were not exchanged since they did not migrate. The reporter related the superior plate was difficult to install during the initial procedure; the starter awl was used and the patient had hard bone. This is report one of two for this event.

Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned roi-a anchoring plate (pn ir2008t) for the failure of post-op migration. Medical records were not provided for review. Device evaluation: the plate was returned and visually inspected. The part and lot numbers match the reported information and the plate has damage consistent with postop migration. This complaint is confirmed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to difficulty inserting the plate during initial procedure, as stated in the complaint description. That could possibly be attributed to pre-existing patient conditions, or factors around the surgery and use of instrumentation. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3004788213-2020-00231-1.

Event description:
It was reported that a revision surgery was performed to address an roi-c plate that migrated out of its mating cage post-operatively. The superior plate was removed but the cage and inferior plate were not exchanged since they did not migrate. The reporter related the superior plate was difficult to install during the initial procedure; the starter awl was used and the patient had hard bone. This is report one of two for this event.